Manufacturer narrative:
The elecsys hcg+beta reagent lot number and expiration date were not provided. A field service engineer (fse) replaced the sample probe, circuit board, and sample arm. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable elecsys hcg+beta result from the cobas 6000 e601 module. The initial result was < 1.00 iu/ml on (B)(6) 2025, and the repeat result was 292 iu/ml on (B)(6) 2025 with the same sample.